Event description:
This ra lead was implanted on an unknown date and still remains implanted at this time. In a product experience report received on (B)(6) 2018 it was noted that the lead exhibited impedance measurements greater than 3,000 ohms. The physician was unknown at (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).